Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the corresponding physician/author stated that a melody valve did not cause or contribute to the any of the observed deaths or non-death adverse events. No further information was given.

Event description:
Literature was reviewed regarding ventricular arrhythmic events after transcatheter pulmonary valve replacement (tpvr) in adults with repaired tetralogy of fallot. Medtronic melody (n = 69) and non-medtronic sapien (n = 12) transcatheter pulmonary valve types were used in the study. Five deaths were observed during follow-up after tpvr. Causes of death included: sudden cardiac death, heart failure, pneumonia, hypernatremia, and cause unknown. No evidence was presented by the authors to suggest that a melody valve or its function contributed to any of the deaths. Other adverse events that occurred after tpvr were described as follows: implantable cardioverter defibrillator (ICD) placement (3 cases), ventricular tachycardia successfully treated with ICD shock (2 cases), and wide complex tachycardia successfully treated with anti-tachycardia pacing (1 case). No additional adverse events were noted.

Manufacturer narrative:
Citation: dodeja ak, daniels z, mah ml, et al. Ventricular arrhythmic events after transcatheter pulmonary valve replacement in adults with repaired tetralogy of fallot. Pediatr cardiol. 2023;44(6):1226-1231. Doi:10.1007/s00246-023-03120-1 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.